Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and doing well post operatively. The explanted device will not be returned.